Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: suture break/resistance parking the foot. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, when the plunger was retracted pulling the suture tight, a suture break occurred. There was also difficulty encountered parking the foot when attempting to remove the device from the pt anatomy. The lever was removed repeatedly enabling the foot to be parked and the device removed. There were no reported adverse pt effects. No add'l info was provided.